Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received an unexpected restart alarm and had a frozen display. The customer¿s blood glucose level was 127 mg/dl. The customer reports the frozen display after installing a new battery for previous frozen display issue. Customer reports no alarms occurred during, or after, the buttons stopped responding. Troubleshooting was performed for blank display and an unexpected restart alarm and customer declined to run test. The customer states receiving another unexpected restart alarm after a battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart error test, software error bad pointer error, external ram crc error, interrupt source error alarm and no frozen display anomaly during test noted.